Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was not using the insulin pump at the time of passing, as he was in hospice care and they were using manual injections to control the customer's diabetes.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home in hospice care. The cause of death was natural causes. The caller stated that the customer had seizures that may have led to the customer's passing. The customer¿s blood glucose was 34 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours prior to passing. The customer was not using sensors. The customer was not eating before passing. The caller declined to return the insulin pump for analysis.